Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the forceps broke during a laparoscopic procedure. The metal flap that was lost in the patient's abdomen was located immediately. However, further radiological examinations were necessary to locate the metal fragments, which exposed the patient to x-rays and extended his general anaesthesia by at least two hours. This delayed the end of the operation and subsequent operations. As x-rays were taken and further anaesthesia was administered, the case is deemed reportable.

Manufacturer narrative:
Additional information: because the product was not returned to karl storz tuttlingen for evaluation, it was not possible to carry out a technical inspection. Based on the information available, the breakage of the johan pliers was most likely caused by material fatigue due to age and repeated processing cycles or by improper handling, such as the application of excessive force. Since the product was not available for examination, the exact cause cannot be confirmed. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. In addition, there is a warning that overloading and exerting to much force can cause the medical device to break, bend or malfunction. The event is filed under internal karl storz complaint ID: (B)(4).